Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Corrected information was provided in d8. (Previously it was kept blank, but it should be no only).

Manufacturer narrative:
The manufacturer previously reported hospitalization - initial or prolonged in b.2 section, which was marked incorrectly as this is product problem only as mentioned in b.1 section in previous report . A.1 section was incorrect patient initial name was reported in the previous report, which correctly updated in this follow up report as unknown. G.2 section was missing the previous report, in this correction report it is correctly marked as consumer. E.1 section was missing in the previous report, which is correctly updated in this follow up report. D.9 and h.3 section incorrectly reported as no in the previous report, which is correctly reported as yes in this follow up report. H.10 comment was missing in previous report, the correct comment is now updated in follow up report as: this MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. Type of investigation in h.6 also missed to mention 10(testing of actual/suspected device), which correctly updated now.